Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17337, 1627487-2021-17846. It was reported the patient fell and later experienced loss of effective therapy. Diagnostics discovered multiple contacts with high impedance on one lead extension. Later, the patient underwent surgical intervention wherein intra-op diagnostics showed that both lead extensions and ipg had high impedance. As result, both existing lead extensions and ipg were explanted and replaced to address the issue.